Manufacturer narrative:
Additional information: according to the information received, the device was not providing benefit to the recipient due to a post-operative active electrode migration out of the cochlea, as confirmed by post-operative diagnostic imaging. Re-implantation is considered but no date has been scheduled yet.

Event description:
When the user visited his hearing rehabilitation center it was noticed that he was not hearing with the device. A review of the CT scan on the (B)(6)showed that the electrode migrated out of the cochlea. Re-implantation is considered, however no date has been received yet.

Event description:
When the user visited his hearing rehabilitation center it was noticed that he was not hearing with the device. The user was re-implanted on (B)(6) 2022. At explantation all channels were outside the cochlea.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the information received, the device was not providing benefit to the recipient due to a post-operative active electrode migration out of the cochlea, as confirmed by post-operative diagnostic imaging. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
When the user visited his hearing rehabilitation center it was noticed that he was not hearing with the device. The user will be seen again on the (B)(6) 2021 after he wears the device consistently. A CT scan has also been ordered.